Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hw27044 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 17 high watt alarms have been logged since (B)(6) 2016. A rise in power consumption was observed starting (B)(6) 2016 to current parameters outside normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, and device-required therapy, and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined, there a patient, procedural, and pharmacological factors which may have contributed to the reported event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with a one day history of high watt alarms and high pump flows. Log files were sent which confirmed the high watt alarms.  On admission, international normalized ratio (inr) was 1.2, with prothrombin time (ptt) under 58 seconds, and elevated lactate dehydrogenase (ldh) levels.  The patient was reportedly on heparin for anticoagulation.  No signs of hemolysis were noted.  The  treating surgeon recommended performing a computerized tomography (CT) of the head prior to starting lysis therapy.  The patient was started on lysis therapy and was last reported to remain hospitalized.  No further information will be provided.